Event description:
During a bilateral laparoscopic inguinal hernia repair with mesh, the surgeon attempted to fire the device and it did not fire secure straps. Another package was opened with same lot number/ref number - physician attempted to fire and it also did not work. Devices sequestered. No patient harm to patient.